Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump alarmed all kind of sound alerts and noise alarms. The blood glucose was 400 mg/dl at the time of the incident. The customer also stated that, the insulin pump had blank display screen and was resolved by troubleshooting. Customer stated that, the pump alarmed battery out limit after battery change. Customer has not received multiple batt out limit alarms when batteries are out of the pump for less than one minute. The customer treated high blood glucose with the manual injection and declined troubleshooting for it. The device is not expected to be returned for analysis.